Manufacturer narrative:
Pump received with normal operating currents. No unexpected no battery alarm noted. Also received with moisture damage on the lcd resilient cover. No moisture damage found on the electronics, motor, battery tube, vibrator and keypad assembly noted. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
After further review of the complaint, it was determined section was filled out incorrectly in the initial complaint.

Event description:
Customer reported that the insulin pump returned a no battery alarm even when a new battery was inserted. Customer also reported that the insulin pump's battery compartment was cracked. Blood glucose level was not provided. No further information was provided.